Event description:
The user facility reported that an employee obtained a scratch on their hand after their evolution transfer carriage fell. The employee did not seek medical treatment and continued working.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution transfer carriage and found that the two front wheels of the transfer cart released before the rack was fully removed from the sterilizer. After further inspection, the technician found that the front leg locking mechanism was out of adjustment. To resolve the issue, the technician adjusted the front leg locking mechanism to ensure proper engagement and safe operation of the transfer cart. The unit was tested, confirmed to be operating according to specification, and returned to service. The transfer carriage is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. User facility personnel were counseled on the proper use and operation of the evolution transfer carriage as well as the proper preventive maintenance of the unit. No additional issues have been reported.